Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause of the defective lamp cannot be specified. It was also presumed that the device was installed and stored in a high humidity environment leading to the corrosion. The instruction manual identifies the following verbiage, which may help prevent the phenomenon: "7.2 storage: store the equipment at room temperature in the horizontal position in a clean, dry, and stable location.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source is unable to display image. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed. The socket was worn-out and there was moisture in the socket as well as the pump system. In addition, the entire unit was oxidized including the housing parts and the lamp house. The xenon lamp also failed to reach the required minimum brightness. The probable cause of the malfunction is due to wear and tear damage caused with increasing use/time and customer¿s mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.